Event description:
It was reported to boston scientific corporation that a navigator access sheath was used during a ureteroscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the sheath sheared off inside the patient after the stone was removed. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual examination of the returned navigator hd access sheath revealed that the dilator and sheath were bent in the middle. Also, a material was received with the device which was visually consistent to the inner liner of the sheath. The reported complaint was confirmed. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a navigator access sheath was used during a ureteroscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the sheath sheared off inside the patient after the stone was removed. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.